Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation, lead 1- wire was damaged between electrode belt ECG "c" cable and p704 connector on the dn pca board. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.